Event description:
During colonoscopy procedure a clip was being used at a polypectomy site to help stop bleeding. [Redacted name] instructed [redacted name] lpn to deploy the resolution 360 ultra clip to polypectomy site. [Redacted name] deployed the clip and the device made a noise as if the clip was deployed. The clip was successfully deployed onto the tissue but did not disconnect from the delivery device. After multiple attempts of trying to get the clip disconnected from the delivery device the clip had to be torn off the colon tissue in order to proceed with the procedure, causing more bleeding and other clips needed to be used. This happened twice with me at [redacted name] yesterday with boston scientific resolution 360 ultra clips in which I had to forcefully pull the clip off the colon mucosa. This caused some bleeding and required the use of additional non-resolution 360 ultra clips. We placed a boston scientific resolution 360 clip and a duraclip on the site. Manufacturer response for resolution 360 ultra clip 235cm 2.8mm, resolution 360 ultra clip 235cm 2.8mm (per site reporter) [redacted name] calling rep from boston scientific.